Event description:
It was reported that during a hysterectomy / bowel resection procedure, the device cut but did not staple. The device was reloaded, but it still did not staple. The patient received a colostomy. It is unknown if the colostomy is permanent. The patient is stable. Additional information has been requested.

Event description:
Additional information provided.

Manufacturer narrative:
(B)(4). Additional information provided: were the two procedures done separately? This was one procedure. Were only blue cartridges used? Yes. Was the device fired once successfully? No. Or, during both firing attempts, did the device cut but not staple? Yes. Were there any difficulties reloading the instrument? If so, please explain. Unknown what was the device fired on? Bowel. Did the surgeon need to reposition the device prior to firing? Unknown. Was the retaining pin automatically or manually advanced? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. Is the colostomy temporary or permanent? Temporary. If temporary, what are the plans for reversal? Unknown. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. What is the age and sex of the patient? Unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.